Event description:
It was reported that during the implant attempt, the lead helix would not deploy. The lead was removed and was tested on the table, and the helix still would not deploy. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The number of turns needed to extend/retract the helix was found to exceed specifications. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent.